Event description:
A report was received on an incident of where the patient allegedly fell entering the building. The daughter says her mom was on clean, smooth, flat surface and the wheeled rollator allegedly tipped over with her. According to the daughter the doctor said 'I can't believe you would be fitted with a three wheeled walker like that'. The patient has been in skilled nursing rehab facility for physical therapy since the elbow surgery. The incident occurred at the entrance to a medical office located at the campus of a hospital.

Manufacturer narrative:
Reportedly, the end user kept the rollator in the trunk and the device was used when out and about for stability. It is unclear if the consumer was injured at the time of the incident. It was learned that the consmer had recent surgery for injury not related to this incident. In consideration of all the information revceived and all the medical factors in relation to the incident this event is being filed as a serious injury. If new information is received a supplemental report will be filed.